Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The flow sensor was replaced, and the unit was returned to service. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 3/1/17 phone call, 3/2/17 phone call, 3/3/17 phone call. Date of device manufacture year is 2005. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported the unit alarmed during a case and lost the ability to mechanically ventilate. The patient was switched to manual ventilation to complete the case. There was no report of patient injury.